Event description:
It was reported that the device was implanted and explanted in 2005 due to an unk reason. It is unk if the device explant was attributed to the device as no other details were provided.

Manufacturer narrative:
Device not returned.